Event description:
It was reported the device was in use to deliver cefoxitin and when checked at the end of infusion the attached IV bag had medication left in it. The reporter stated the attached pump gave a "cassette detached" alarm. No adverse effects reported.